Event description:
It was reported that the patient underwent a replacement surgery due to his inflatable penile prosthesis (ipp) stopped pumping. The device was removed and replaced. No information was provided about the patient's outcome. Additional information was requested, however, it was not provided. No more information is available at the moment, additional information will be provided if it becomes available.